Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen didn't work anymore. There was no patient involvement.

Manufacturer narrative:
(B)(6). The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The touchscreen assembly was also tested and no failures were identified.